Event description:
It was reported from the physician that the patient visited the hospital because carelink indicated elective replacement indicator (eri). Eri was also confirmed by programmer check. Physician felt that the battery voltage had decreased quickly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 5076 implantable pacing lead, (B)(6) 2008. A 6947 implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.